Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Unable to determine the cause of the event.

Event description:
It was reported that the pt underwent a cervical procedure at c5-c7. Approx a year and 6 months post op, it was found that c5 screw broke due to non-union. The revision surgery was performed to replace the construct. It was also reported that c6-c7 fused.